Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl. The customer also mentioned other blood glucose value such as 364 mg/dl. The customer was declined troubleshooting for high blood glucose level and insulin flow block alarm. Customer was reported that insulin pump had insulin flow block alarm. The event was resolved by changing complete set. The insulin pump will not be returned for analysis.